Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the obturator top was disengaged. The inflation syringe was not received. The insufflation bulb and dissector balloon were not received. A functional evaluation found that the trocar balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of disengaged obturator that has no relationship to the reported condition. The cap disengaged due to an improperly performed assembly operation. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inflation of balloon in a laparoscopic hernia repair, the balloon did not inflate. New balloon was opened to resolve the issue in order to complete the case. There was no patient injury.